Event description:
It was reported that during an unknown procedure, the device was fired on the third clip then it would not open. The surgeon squeezed hard, heard a click noise then the device opened. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration was 1192ml, indicating the patient drained 1192ml more than the programmed fill volume of 1500ml. This meets iipv criteria. Product surveillance spoke with the nurse on (B)(6) 2010. According to the nurse the patient has never reported any symptoms of overfill. The nurse stated that the patient has resumed therapy and is doing great. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The analysis results found that one device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was visible at the 12th firing sequence thus, it over traveled. This finding is not related with the event reported. No opening issues were noted during testing. No incident related to the reported event was observed during the batch record review.